Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaw fell off the fenestrated bipolar forceps instrument prior to use. The broken piece was found in sterile container instrument and never used on patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported event. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found tp have a broken grip at the grip base. A piece approximately 0.19" x 0.57" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws.